Manufacturer narrative:
A fully charged ipg provides over 24 hours of effective therapy; therefore, this event is no longer reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that a fully charged ipg provides over 24 hours of effective therapy; therefore, this event is no longer considered to be reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy and recharge burden. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.